Manufacturer narrative:
The attachment was evaluated by the MFR and the device heated up due to heavy corrosion in the attachment.

Event description:
The device was at the MFR for an unrelated issue and the service tech found that the device heats up. There were no adverse consequences reported.